Event description:
It was reported that two attempts were made while implanting a device to insert the lead into the connector block but there appeared to be some resistance to get the lead fully in. The attempts were made for 45 minutes; twisting, pushing and other recommended approaches, including using sterile water, but none were successful. The lead could only go ¾ of the distance into the implantable neurostimulator (ins) and therefore, could not be inserted completely into the ins. The ins was never implanted; another one was used and the lead fit in and was able to be inserted. The case was completed without any complications. No diagnostics were performed, neither were any malfunctions seen. It was indicated that the patient was fine and was receiving therapy. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the setscrew was backed out too far. A known good lead was completely inserted into the ins port and the setscrew was tightened down onto the lead using the returned torque wrench. The lead was held securely in place. Ins output was tested at the distal end of the lead. Stable output was observed on each program as received on an oscilloscope. Each circuit was tested in reference to the case electrode on an oscilloscope with good stable output observed. There were no issues when pressing on the ins can. The setscrew was backed out too far and forced into the tecothane. Small chips of tecothane material have been cut free by the setscrew. The setscrew was still engaged in setscrew block threads and tightened properly to lead during testing.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.